Manufacturer narrative:
H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device did not raise the temperature. There is no more information provided. It is unknown if there was patient involvement.

Manufacturer narrative:
D9: date returned to mfg.: 11/20/2024 d3 - mfg establishment name, h3 and h6. Codes: updated. Device evaluation: the suspected device was returned for evaluation. The customer reported issue of "the device did not raise the temperature¿ could not be confirmed. The device is working as expected. For functional testing a 2-hour long term test was performed, and no problem was found. Electrical safety and functional test passed. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.